Event description:
Original surgery 09/28/1998. On first post-op visit to physicians office, routine x-ray showed poly tibial insert was dislocated. This resulted in pt having follow-up surgery to replace poly tibial insert.